Event description:
It was reported that balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atmospheric pressure upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported.